Manufacturer narrative:
Device is a combination product.(B)(4).article citation: williams, p.d, et al. (2011). Longitudinal stent deformation: a retrospective analysis of frequency and mechanisms. Eurointervention 2011.device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported via a journal article that stent deformation occurred during the procedure and stent thrombosis occurred post procedure. The patient prestented with an anterior st elevation myocardial infarction. Access was obtained via the right radial artery. The lesion was located in the calcified left main stem (lms). A 3.0x32mm promus element stent was placed and was deformed by an unspecified guide catheter. The stent deformation was treated with balloon dilation and placement of a 4.0x8mm promus element stent proximally. Two months post procedure the patient experienced a stent thrombosis. Treatment consisted of ivus (intravascular ultrasound) and balloon dilation. This product is only ous approved but it is similar to an approved us device.